Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue; however, the issue persisted. The customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy.